Event description:
It was reported that the customer experienced occlusion alarms, which led to an emergency room visit and subsequent hospitalization in the intensive care unit with elevated blood glucose levels over 600 mg/dl. The event resulted in bruising due to a blackout, and ketone levels were identified as dangerous/life-threatening by a healthcare professional. The customer received treatment with with intravenous fluids of saline and insulin. No permanent damage was identified. The customer discontinued pump use. Multiple attempts were made to follow-up with the customer for hospital release date and outcome, but no response was received.